Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. While performing preventive maintenance (pm) on the system, which had been inactive for approximately one year, the philips field service engineer (fse) found a hairline crack in the arm casing on detector two arm. This issue is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event..